Event description:
Information was received from a patient regarding an external device. It was reported that they have reset the controller 5-6 times a day and most of the time it is not providing him with any stimulation. Pt states his controller doesn't work and states will reset and after reset can go to the settings and get some stimulation. Pt reports his stim turns off on its own. Patient stated his back starts to hurt like hell because he is not getting any stimulation and the stimulation turns off on its own. Patient said this all started about 3 weeks ago and it happened once every 2 days and now it is every 2 hours. Agent asked if patient was getting any error codes and patient said no. Patient mentioned he has not had the device checked in person. The issue was not resolved through troubleshooting. A replacement controller was sent out. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the stim is turning off on its own. Caller stated that patient reported they aren't using the white button to turn controller on/off and the implantable neurostimulator (ins) isn't depleting to 0%. Caller stated that stim lasts about a day and a half and when patient wakes up, stim will be off and they have to turn it back on. Technical services (tss) suggested patient keep a diary of the stim off events and caller meet with the patient to check usage and recharge information and obtain data report/log files, if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative reported that the cause of stimulation turning off was unknown, issue has since completely resolved. Ma nufacturing representative reviewed buttons to push on the controller and issue with controller has been resolved through replacement.